Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On 14oct2016 a call was received from a patient (pt) who reported that he/she was diagnosed with an infection while the pt was wearing an acuvue oasys brand contact lens. On 17oct2016 a call was placed to the pt and the additional information was received as follows: the pt reported that he/she was first seen in the emergency room for the event in 2014. The pt reported that he/she was seen at the clinic on (B)(6) 2014. The pt reported that he/she had os discharge, the eye was shut in the morning and the pt went to a clinic for evaluation. The pt reported that he/she was given antibiotics for seven days. The pt reported that he/she was diagnosed with an ¿infection.¿ the pt reported that he/she continued care at another clinic and was given a two stronger antibiotic eye drops (medication names are unknown). The pt also reported that he/she was advised by the second clinic that he/she had two os scars that are located on the inferior aspect of the iris and the vision was not affected. The pt reported that he/she returned to contact lens use after five to six months. On 17oct2016 a call was placed to the pts eye care provider (ecp) and additional information was requested. The ecp refused to provide any additional information regarding the event. No additional information has been received. The lot number is unknown and the product was discarded. The event date is reported as (B)(6) 2016. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.